Event description:
It was reported by the user facility that the core impaction drill was overheating. There was no reported patient involvement, no adverse consequences and no medical intervention. The user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported by the user facility that the core impaction drill was overheating. There was no reported patient involvement, no adverse consequences and no medical intervention. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The failure for heat was confirmed through functional evaluation, disassembly and visual inspection. Through visual inspection, the set screw for the spindle housing/drive shaft was confirmed to be worn.